Manufacturer narrative:
A lot history review was conducted and identified that a device history record (DHR) review was not required. Visual inspection: the system was retuned. Safety clip was missing upon receipt. The tuohy borst adapter was loose and the two-way stop cock was open. The gray outer sheath was torn off approximately 56mm from the strain relief at the catheter reinforcement area. Stretching in the outer grey catheter was noted at the break. The system was returned with a .035in guidewire inserted and the distal tip was noted to be bent. The stent graft was in place and not released. Dried blood was present between stent graft and outer catheter. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure due to catheter breakage, as the stent graft was still in place in the delivery system, and the outer sheath was elongated and torn off at the catheter reinforcement area. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a stent graft in an av graft, the outer catheter broke and could not be deployed. The deployment system was removed and another stent graft was used to complete the procedure. There was no pateint injury reported.